Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. B3: estimated date. Literature title : ultrasound-guided access improves rate of access-related complications for totally percutaneous aortic aneurysm repairna - attachment: [cn-035685.pdf].

Manufacturer narrative:
Date of event, tests, and return to MFR: estimated date. Literature title : ultrasound-guided access improves rate of access-related complications for totally percutaneous aortic aneurysm repair. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. As the device was not returned for analysis, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a conclusive cause for the reported patient effects of fistula, hematoma, hemorrhage, thrombosis, tissue damage and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported through a research article identifying prostar xl devices that may be related to: inability to achieve hemostasis which may result in hematomas, pseudoaneurysms, hemorrhagic complications, vessel thrombosis, tissue damage,arteriovenous fistula formation and open femoral cutdowns. Specific patient information is documented as unknown. Details are listed in the attached article, titled "ultrasound-guided access improves rate of access-related complications for totally percutaneous aortic aneurysm repair".